Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg would not communicate with the charger. The patient last felt stimulation approximately 3 months ago. Surgical intervention was undertaken wherein the patient's ipg was replaced. Effective therapy was established postoperatively.